Event description:
It was reported that the patient¿s implant turned itself on and jolted the patient. Approximately two weeks later, it was reported by the health care provider (hcp) that the event was due to postural stimulation changes and the recharger. The impedances were noted to be normal. The reporter stated that there was ¿normal battery depletion¿ due to a charging issue. It was noted that the patient was reeducated on charging. It was noted that the patient had a loss of therapy. The reporter stated that the patient did not require hospitalization and had no injury.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).